Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device the returned complaint device was received with the stryker sustainability packaging. There was evidence of bio-burden on the device. The device was sent back put together and broken on the handle. Where the shaft and handle meet the plastic was broken off. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: excessive force, contact of needle point with hard object, shipping/handling damage or extreme conditions, attempting to bend or otherwise alter the shape of the device/shaft. The instructions for use (IFU) state: "before beginning the procedure, verify overall compatibility of all instruments and accessories." "Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that a suture passer broke during use. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.